Event description:
#Medwatcher #followup1 #FDA mw5061099 # (B)(4). On (B)(6) 2016 I underwent a bilateral salpingectomy to remove the essure coils and my fallopian tubes. Unfortunately, I was left with a fragment and may require a hysterectomy now to remove the fragment. Also, due to fragmentation occurring, my pelvic cavity may have been exposed to pet fibers during removal.

Event description:
(B)(4). I developed a massive e-belly in less than 6 months after implantation. I began experiencing significant brain fog and chronic fatigue. My allergies worsened significantly despite being under treatment for them for several years. I developed a foul vaginal odor that I never had before essure. I experienced a complete loss of libido and bleeding/spotting after sex which I've never had before. I have gained 20 lbs. Since having essure implanted and have experienced many gi issues including constipation, diarrhea, gas and painful bloating regardless of what I eat. I recently had a colonoscopy to investigate the causes of these gi issues and my results came back normal. I have been passing large clots when menstruating, and my flow has been very heavy. I have also experienced decreased vision, skin itching, daily breast tenderness, joint pain and mild depressive symptoms.